Event description:
Oxygen hose manufactured 6/92 was routed near the warmer. This resulted in melting of the factory supplied hose causing pure oxygen at 50 psi to leak from the hose causing a potential fire hazard.